Event description:
Literature was reviewed regarding conduction system pacing (csp) using his bundle pacing (hbp) and left bundle branch area pacing (lbbap). The authors described two patient deaths, one in the hbp group and one in the lbbap group. The causes of death were unknown and occurred within thirty days of implantation; both were deemed not related to the implant procedure or the device/lead performance. There were patients in the hbp group who experienced adverse events within thirty days of implant which included two pneumothoraces which were managed non-surgically, and one pocket hematoma which was treated with oral antibiotics. There were lead revisions due to dislodgement, exit block, increased thresholds, and loss of capture in both groups. In the hbp group, there were five patients with revisions due to early elective replacement indicator (eri). The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safety and performance of the medtronic 3830 lead in his-bundle and left bundle branch area pacing: a single-center experience. Journal of interventional cardiac electrophysiology. 2025. 1-9. Doi: 10.1007/s10840-025-02070-3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.